Manufacturer narrative:
(B)(4). Concomitant medical products: versa-dial humeral head cat#: 113048 lot#: 021630, versa-dial/comp standard taper cat#: 118001 lot#: 723790. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01650, 01651, 01652.

Event description:
It is reported that the patient underwent shoulder arthroplasty. Approximately 4 years and 8 months later, the patient was revised due to pain and conversion to a reverse shoulder. It is unknown which components were explanted. Further information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The information provided on this form was previously submitted under manufacturing report number 0001825034-2017-03271. This is a duplicate MDR.